Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient seen in the emergency room on (B)(6) 2015 for one day was diagnosed with peritonitis. The patient was treated with antibiotics (name, dosage and dates not provided). The reporter declined to provide additional information.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient seen in the emergency room on (B)(6) 2016 for 1 day and diagnosed with peritonitis. The patient was treated with antibiotics (name, dosage and dates not provided). The reporter declined to provide additional information.